Event description:
Allegedly, patient revised due to increased metal ions in pt bloodstream due to metal on metal articulation. (Left).

Manufacturer narrative:
Adding device lot number.

Manufacturer narrative:
Upon reassessment of the reported event the initial report was reported with the wrong aware date. Correct date should be (B)(6) 2017 not (B)(6) 2017.